Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Initial MDR is being submitted based on the patient requiring surgical intervention. Liver transplant 2012 for ald. Biliary stent placed at ercp on (B)(6) 2016 for management of biliary anastomotic stricture, documented in procedure report as fully covered (removable) metal stent. First attended for endoscopic removal on (B)(6) 2017. Stent appeared embedded distally with presumed overgrowth of uncovered portion; stent-in-stent approach adopted to facilitate removal. At repeat procedure on (B)(6) 2017 stent remained embedded and on further inspection removal handles could not be seen. Subsequent examination of the endoscopy unit equipment log shows that the serial no for the stent originally placed in (B)(6) 2016 corresponds to an uncovered metal stent, removal of which will be much more difficult or potentially impossible. Concern is that the colour coding of the packaging covered vs uncovered is different shades of purple, which may have contributed to the initial insertion of an uncovered stent. Another manufacturer has a much more distinct set of package colours. "As per complaint form": an uncovered stent was placed in a patient in error. Should have been a fully covered stent. Similarity of box colour is being used as reason for this error.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195. (B)(4). Problem statement: liver transplant 2012 for ald. Biliary stent placed at ercp on 30/8/16 for management of biliary anastomotic stricture, documented in procedure report as fully covered (removable) metal stent. First attended for endoscopic removal on (B)(6) 2017. Stent appeared embedded distally with presumed overgrowth of uncovered portion; stent-in-stent approach adopted to facilitate removal. At repeat procedure on (B)(6) 2017 stent remained embedded and on further inspection removal handles could not be seen. Subsequent examination of the endoscopy unit equipment log shows that the serial no for the stent originally placed in august 2016 corresponds to an uncovered metal stent, removal of which will be much more difficult or potentially impossible. Concern is that the colour coding of the packaging covered vs. Uncovered is different shades of purple, which may have contributed to the initial insertion of an uncovered stent. Another manufacturer has a much more distinct set of package colours. "As per complaint form": an uncovered stent was placed in a patient in error. Should have been a fully covered stent. Similarity of box colour is being used as reason for this error. Document review: there are two complaint files open for this patient: (B)(4). Evo-10-11-10-b stent of lot number: c1254295 (wrong stent type implanted). (B)(4). Evo-fc-10-11-6-b stent of lot number: c1255496 (colour of packaging). This investigation will cover evo-10-11-10-b stent of lot number: c1254295. For details of the investigation for evo-fc-10-11-6-b stent of lot number: c1255496 reference: (B)(4). The evo-10-11-10-b device packaging was not returned for evaluation. With the information provided a document based investigation was carried out. The following additional information was also provided in the complaint file: in answer to your questions: 1. What the patient's condition is like? The patient is clinically well with no symptoms to report. 2. Has the patient suffered any adverse effects due to the placement of the wrong stent? Multiple attempts to remove the stent have failed. The last attempt was in november 2017, which also failed. It is unlikely that the stent will be able to be removed endoscopically. The patient has been referred to the hpb surgeons to explore/discuss pros and cons of proceeding to biliary reconstruction. 3. Has the uncovered stent been retrieved? If so, how? No. See above. With regards to your other queries: the date of this event was on (B)(6) 2016. I do not feel comfortable releasing the names of the staff involved in this incident to your company as a) there was no training requirement identified as a result of this incident and b) the consultant endoscopist who undertook the procedure has since retired. Human factors were largely at play [which you can see from our summary of the incident] which was contributed to by a number of factors; one of which was the similarity in the design of the boxes. The staff knew which stent was to be placed, but inserted the wrong one in error due to a number of human factors. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: based on the information provided, the root cause of this event is user error. The instructions for use which accompany the evolution biliary devices distinguishes between uncovered and fully covered stents. In addition to this the outer boxing for both devices states if the stent is uncovered/fully covered in bold white and black writing in several areas, and the labeling on both the outer boxing and inner clear packaging which contains the tray also has a label attached which explicitly states if the device is uncovered/fully covered. Despite this, the user implanted the wrong device as reported. The colour of the outer box is not the reference for the type of device inside, the labeling on the box /packaging is. Document review: prior to distribution all evo-10-11-10-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It may be noted that no component review was required as this event was a result of user error and the incorrect stent type was chosen. Upon review of complaints, this failure mode has not occurred previously with the lot number c1254295. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number: c1254295. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. According to the initial reporter, fully covered stent was placed inside the uncovered stent to try to enable removal at a later date. No feedback to advise if this was possible. Possible ercp's for rest of life as stent can never be removed but unsure as no update. Multiple attempts to remove the stent have failed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR is being submitted to update the investigation details. Initial MDR submitted based on the patient requiring surgical intervention. Liver transplant 2012 for ald. Biliary stent placed at ercp on (B)(6) 2016 for management of biliary anastomotic stricture, documented in procedure report as fully covered (removable) metal stent. First attended for endoscopic removal on (B)(6) 2017. Stent appeared embedded distally with presumed overgrowth of uncovered portion; stent-in-stent approach adopted to facilitate removal. At repeat procedure on (B)(6) 2017 stent remained embedded and on further inspection removal handles could not be seen. Subsequent examination of the endoscopy unit equipment log shows that the serial no for the stent originally placed in august 2016 corresponds to an uncovered metal stent, removal of which will be much more difficult or potentially impossible. Concern is that the colour coding of the packaging covered vs uncovered is different shades of purple, which may have contributed to the initial insertion of an uncovered stent. Another manufacturer has a much more distinct set of package colours. "As per complaint form": an uncovered stent was placed in a patient in error. Should have been a fully covered stent. Similarity of box colour is being used as reason for this error.